Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 46 mg/dl, which was treated with food. The customer stated that the alarm was resolved by a complete infusion set, reservoir and insulin change. He declined to return the supplies for analysis. He also reported that, on one occasion, the insulin pump ran out of insulin and it did not alarm. He stated that the device rewound itself only, then alarmed motor error during a basal delivery. He noted that he has neuropathy. He did not know the cause of the low blood glucose, stating that this was a usual tendency of his. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.